Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture with the two attached anchors was returned. The anchors were intact. The depth limiter button was not in the default position. The deployment needle was in the t2 position. A functional evaluation was performed. The deployment needle functioned as designed. An analysis of the enclosed image appears to show a fast fix on top of a product box. There is a suture next to the device that is no longer connected to the device. The suture appears to have both anchors attached. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during meniscus repair surgery, t1 was deployed but t2 could not be deployed. The ts were removed from the patient. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.